Event description:
It was reported that after a da vinci-assisted lymphadenectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the system suddenly shut down and there was a burning smell. The vision side cart (vsc) seemed to be off. Tse was unable to review the logs as they were not available. Customer confirmed the power cord from vsc was properly connected to the wall socket and that the vsc breaker was set to on position. Tse asked customer to cycle the vsc breaker, but the issue persisted. Customer could not confirm from where the burning smell came from. Tse asked customer to check if the surgeon side console (ssc) had power and customer said no, only the patient side cart (psc). Tse advised customer to connect the vsc or the ssc to the power socket where the psc was connected, but this was not possible, due to the power socket being too far from vsc/ssc. Customer suspected a defective power socket and was going to contact their biomed and have the power sockets checked. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were in place and the patient was in the room.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse spoke to the nurse who identified that the illuminator seemed to be defective and that some power socket fuses have blown. Additional information is being gathered to determine the contribution of the device to the customer reported issue.